Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction cylinder has no color, insulation resistance value at distal end does not meet the standard value due to burn on plastic distal end cover, the play of up/down knob is out of the standard value due to wear of angle wire, light guide lens has a crack, and adhesive on bending section cover has a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, there was white foreign material found inside of the colonovidoescope air/water tube and cylinder. There were no reports of patient involvement.